Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, CT scan detected the presence of type iiib and iiia endoleaks with aneurysm enlargement by 1 cm (to 6.4 cm). The physician elected to treat the patient by implanting a suprarenal afx device and bifurcated afx2 device on (B)(6) 2018. A type iiib endoleak at the bifurcation of the graft was noted on contrast injection in the operating room. In addition, there was minimal overlap between the main body and the proximal cuff (about one stent length of the original implant); this had begun to separate and was less than when originally implanted; no type iiia leak was observed at this time. The patient arrived somewhat dehydrated as noted by the physician and has been having some issues with low blood pressure, which was observed during the repair procedure. However, the patient tolerated the procedure well and was stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of a 3b endoleak with sac growth and loss of overlap (minimal overlap) without a leak. The loss of overlap (minimal overlap) was mostly caused by aortic remodeling and the 3b endoleak is device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.